Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement, the catheter allegedly broke. There was no reported patient injury.

Event description:
It was reported that two years nine months post port placement procedure for breast cancer treatment, the catheter allegedly broke. It was further reported that the catheter had leak issue and migrated into the heart. Patient reportedly had extravasation and embolism issue. Port body and distal catheter segment was removed from the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter in two segments were returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed in the returned device. The investigation is confirmed for the reported fracture, material separation, fluid leak and identified deformation and wear issues as a complete circumferential break was noted on the catheter approximately 9.0cm from the distal end of the cath-lock. The edges were round and smooth and the surface were granular in one region and round in the other region. A partial compound break with rounded edges was noted approximately 1.1cm from the proximal end of the distal catheter segment. Further, a longitudinal split was noted migrating from the partial compound break. Two splits were noted approximately 9.6cm and 12.3cm from the proximal end of the distal catheter segment. A split was noted on the catheter approximately 7.7cm from the distal end of the cath-lock. During functional evaluation, upon infusing the distal catheter segment, water was found leaking from the partial compound break. However, the investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the reported event are unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2021), g3, h6 (device). H11: b3, b5, d1, d4, h1, h6 (patient). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years nine months post port placement procedure for breast cancer treatment, the catheter allegedly broke. It was further reported that the catheter had leak issue and migrated into the heart. Patient reportedly had extravasation and embolism issue. Port body and distal catheter segment was removed from the patient. The current status of the patient is unknown.